Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge) was confirmed. As received, the battery pack was non-functional when placed into a monitor and charger. Upon evaluation, the battery cells had an output voltage of 0v. The cause of the non-functional battery pack is the lack of voltage. The root cause of the lack of voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge.